Event description:
Stent dislodged from delivery system during the implantation process; the capsule endoscope delivery device failed to deploy the capsule. Equipment was disposed of but the stent remained in the patient.